Event description:
It was reported that the handpiece began overheating during the set-up of a surgery. There was no pt involvement and no adverse consequences were reported. The driver was replaced with another device and the case was completed as planned.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, but the reported condition of the device overheating could not be duplicated. Based on the investigation details, when the drill was used, it sounded like debris was in the geartrain. A device can overheat when added friction is introduced due to debris within the device. The motor and bearings were replaced and it was returned to the customer.